Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +6.0d) was explanted from the eye due to lens decentration secondary to possible zonular dehiscence or a kinked haptic during delivery of the lal which was caused by prior incomplete removal of an implantable collamer lens; a new lal (sn (B)(6), +6.0d) was implanted as a replacement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections h3 and h6. The explanted lal was returned to rxsight. Visual inspection found the lens optic was cut into two pieces. One of the haptics was noted to be severely bent.